Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-12990n scorpion cutting edge broke. Per facility: "the cutting edge broke. It was used without contact with bones or excessive tilting. Used a new product and the case is completed." This was discovered during a case and broke during use.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990n was received for investigation. Visual inspection identified that the distal tip of the ar-12990n, including the suture notch, had broken. No fragments were returned for inspection. The thickness of the remaining needle strip was assessed using digital micrometer ID: 224, and met design specifications. A probable cause is attributed to passing the needle through challenging tissue (thick or calcified).